Event description:
It was reported the atrial and ventricular cable receptacles and rear case are broken. The external pulse generator (epg) was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. Lower case and output connectors are broken. Upper case, side bail covers, ring cover, and battery drawer are broken. Battery release and lead flex cover are contaminated. Battery contacts are compressed. Ring is missing. Keyboard is scratched. Main printed circuit board is corroded.